Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number is unknown. Manufacturing date is unknown.

Event description:
It was reported that the implant was removed due to becoming fractured with peri-implantitis and suppuration.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown zimmer implant and abutment were returned for investigation. There were no allegations against the abutment. Visual evaluation of the as returned implant identified fracture around the collar. Additionally, there was excess of bone residue around the external threads due to usage. Peri-implantitis is an infectious disease that causes inflammation of the gum and the bone structure around a dental implant. Chronic inflammation causes bone loss, which can lead to implant failure thus its removal. Investigations performed for hundreds of events where either of these conditions, infection or bone loss, or both, have been reported, have concluded that the likely cause(s) for the implant failure in relation to these conditions are external factors. Pre-existing conditions noted on the per was good oral hygiene. The reported device had been placed on tooth #26 (fdi) for approximately 9 years. Device history record (DHR) sterilization records, and complaint history review could not be performed since the lot/item number was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, device malfunction did occur, and the reported event (implant fracture) was confirmed. However, the other reported event (peri-implantitis) could not be verified as the exact details of event and patient anatomical conditions were unverifiable. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.